Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative observed a system message (sm), indicating the lamp exceeded its life. The xenon lamp was replaced and the hour count was reset to resolve the issue. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the xenon lamp, which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, port one and two went out on the system. The auxiliary illumination was used to complete the case. There was no patient harm.